Event description:
(B)(4). Severe lower abdominal pain began that radiated down both legs and around my back. This pain persisted and I ignored it until (B)(6) when my fever began and I was unable to get out of bed, had a tough time walking on my own. I lived with that until (B)(6) when I went to the dr and after blood work was done, my dr called me and told me my white blood cell count was over 19,000 and I needed to get to the hospital immediately. I almost died from an infection of both fallopian tubes. I had a bilateral salpingectomy and has infection lasered off of my colon, both ovaries, uterus and bladder.